Event description:
In 2008, this pt was treated for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. Upon removal of the 22fr gore introducer sheath, it was noticed that the right common iliac came off attached to the sheath. The right common iliac was tied off and a left-to-right femoral-femoral bypass was performed. The pt tolerated the procedure, and is reported to be stable at this time. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.